Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section e1. Evaluation results: the device was returned to zoll medical UK service department. The customer's report was observed during testing. However, the reported problem could not be duplicated. The replacement device was sent to customer. Analysis of reports of this type has not identified an increase in trend.